Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was exposed to water and subsequently, multiple wake button alarms occurred. Reportedly, the wake button was functioning, but the alarms could not be cleared and insulin deliveries stopped. Customer's blood glucose ranged from 240-340 mg/dl. The customer reverted to manual injections for insulin therapy.